Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right atrial (ra) lead was found to have dislodged. The lead was attempted to be repositioned, but exhibited sensing issues and would not stay fixated. The lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event.